Event description:
It was reported that this left ventricular (lv) lead exhibited a high threshold output which resulted in this lv lead being turned off. The impedance test revealed no anomalies with the lead integrity. The boston scientific technical services consultant verified to have no lead integrity but high threshold output and advised that right ventricular pacing can be programmed to mimic the current device programming in order to perform magnetic resonance imaging. As of this time, this lv lead remains in service. No additional adverse patient effects were reported.